Manufacturer narrative:
(B)(4).

Event description:
A catheter blockage was reported, as it was not possible to aspirate or inject through the catheter access port. It was further reported that a pump memory error had also occurred, during interrogation in regards to attempting an update. They had attempted again to read and update the pump with another programmer, however, they were not able to update the pump due to the memory error. Following a programmed therapy stop, they were then able to successfully update the pump. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.